Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient underwent a revision surgery due to a disassociated poly. The primary surgery was a right tka that took place on (B)(6) 2018. During the revision surgery, ar-523-b613 (lot: 115571547) was explanted, and the patient was revised with ar-513-bg16 (lot: 113601824).